Event description:
The customer reported that their device would not power on. This was reported to have been occuring while the external multitech 3g gateway modem was connected to the device. The customer stated that this did not occur during patient use. The customer also stated that the device powers on without the modem connected to the device. The customer was keeping the modem connected to the device.

Manufacturer narrative:
(B)(4). The customer advised physio-control that they removed the modem from the device and observed proper device operation. The customer advised that they continued using a back up modem and no more failures were observed. The customer has not made the device available for evaluation or this particular modem. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be conclusively determined by physio-control.

Manufacturer narrative:
After additional discussion with the customer, it was determined that the issue was not actually related to the multitech 3g modem, but was related to the external usb data cable which connects the device to the modem. The customer indicated that the usb data cable was the cause of the reported failure and after replacing the data cable, proper device operation was observed.neither the device or the usb data cable has been returned to physio-control for evaluation.